Event description:
It was reported that a spectrum iq infusion pump infusing tpn (total parenteral nutrition) running out too early than expected, suggesting the infusion rate may have been faster than programmed (over infused) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.